Manufacturer narrative:
A clinical investigation was performed. During a f/u call, the hospital rn stated that the pt was diagnosed with peritonitis and admitted on (B)(6) 2012. The pt was treated with antibiotics for 5 days prior to the reported alarm. Per the (B)(6) associate medical, the event of peritonitis is unlikely related to the liberty cycler machine. There were no reports of any fluid leaks or machine malfunction. Peritonitis in a pt undergoing peritoneal dialysis is most often due to a contamination or catheter related exit site infection. In this case, most probable cause is touch contamination. The pt was treated with antibiotics and continues on continuous cyclic peritoneal dialysis (ccpd) on the same cycler. The actual device was returned to the MFR for eval and a product investigation was performed. A visual inspection was performed and the device was in good condition. A simulated treatment was completed without any alarms or noted problems. The cycler passed the mushroom head checks. Pt sensors, and the system air leak test and valve actuation test. The device was determined to be functioning according to product specs. Further eval found no device malfunctions that would have caused the reported peritonitis. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were to be within specs. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
The nurse (rn) reported that the peritoneal dialysis (pd) pt's liberty cycler was warning "drain complications" during this pd treatment on (B)(6) 2012. The rn stated that the pt was just discharged from the hospital after being treated for peritonitis. The rn stated that there was no fibrin or kinks. The pt reported that the hospital had not filled him prior to discharge. The pt felt a slight pulling, and the rn bypassed the pt into fill 1 and continued pd treatment.